Event description:
A patient underwent coronary stenting for unstable angina. The first target lesion was the 3.5mm left pda with 75% stenosis. The 23mm de novo lesion had little or no calcification. A 3.5x23mm cypher stent was direct stented to the site, and was postdilated. The second target vessel was the 2.5mm distal lad with 75% stenosis. The 13mm de novo lesion had little or no calcification. A 2.5x13mm cypher stent was direct stented to the site; it was not postdilated. Preprocedure meds were aspirin and ace inhibitors; intraprocedure meds were heparin and integrilin. The patient was discharged the next day on aspirin, betablockers, statins, ace inhibitors, and plavix (3 months). Seven months later, the patient had pci for restenosis of the left pda, which was treated with a cutting ballon.